Event description:
It is reported by the pt that their insulin pump is giving excessive no delivery alarms. The pt's blood glucose level is unk. Troubleshooting was done. Device is not being returned. No add'l info was available.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.